Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor cannula was shorter than usual upon removal. Blood glucose level at the time of the incident was 145 mg/dl. During troubleshooting, it was stated the sensor cannula or needle was still attached but the cannula was about less than half of the normal cannula. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.